Event description:
Information was received from a consumer (con) regarding a patient receiving a dose of 0.229mcg/day at an unknown concentration of clonidine and a dose of 9.033mg/day at an unknown concentration of morphine via an implantable infusion pump for spinal pain. It was reported that post-op on (B)(6) 2015 the patient's pump traveled up under her ribs and she had to keep pushing it down. The patient became aware of this issue soon after she woke up from her recently completed surgery for a pump replacement and it was clear that the positioning was not right. No symptoms were reported in relation to this event. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.